Manufacturer narrative:
(B)(4).

Event description:
It was reported that on november 24, 2006, the surgeon performed a t3-l3 spinal fusion on the patient. Rhbmp-2/acs was implanted in the patient during this surgery. After surgery, the surgeon felt extreme back pain, as well as pain in her right upper extremity. On (B)(6) 2006, within one week of surgery, the patient went to the emergency room because she had a ¿leak¿ in her back, causing her to lose a tremendous amount of blood. In (B)(6) of 2006, the patient began physical therapy and aquatic therapy; however, therapy caused her to be in more pain. The patient had to use a wheelchair to get back and forth from therapy. From (B)(6) 2007, the patient was hospitalized for ¿chronic unrelenting pain¿ for inpatient rehabilitation. On (B)(6) 2008, the patient had to undergo a second surgery, a c5-t3 fusion, as she developed a conjunctional kyphosis at the caudal end of her hardware previously installed on (B)(6) 2006. In (B)(6) of 2012, the patient underwent a third surgery due to screws being loose from the surgery performed on (B)(6) 2006. Additionally, because of the (B)(6) 2006, surgery, the patient still suffers from grievous pain and is limited on her movement.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent "medically unnecessary, experimental" spine surgeries where cervical and thoracic rods, screws, cages and rhbmp-2/acs were implanted. The patient has sustained injury within the past four years. The patient has allegedly undergone related follow up care, physical therapy, prescriptions, injections, and image studies.